Manufacturer narrative:
The concerned ventilator was requested for investigation on manufacturer site, but not yet received. The investigation results will be reported in the follow up report.

Event description:
The neonatal ventilator created an err fio2 and stopped to distributed o2 to the neonate. Doctors transferred the neonate to a different ventilator (non draeger device) and after some hours the neonate died.